Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 377 and 177 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer returned the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.